Event description:
It was reported that a cartridge alarms occurred. Customer's blood glucose (bg) level was approximately 500 mg/dl. Customer went to the emergency room with moderate ketones and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was discharged 4 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.